Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a fellow surgeon's patient developed endophthalmitis (enterococcus) after a vitrectomy procedure. No product samples were retained. Additional information was requested; however, none has been received to date. This is one of two reports.

Manufacturer narrative:
(B)(4).

Event description:
The ophthalmic surgeon reported that the initial vitrectomy surgery was performed on (B)(6) 2015, on the right eye. This was the last case. Two days postoperative visit, the patient had "heavy growth enterococcus." The patient received a series of intravitreal antibiotic injections five days in a row. In the surgeon's opinion it was unknown if the device caused or contributed to the event.

Manufacturer narrative:
The lot specific to this event was not known; therefore, a lot history and device history record review were not possible. The customer did not retain a sample for this complaint report; therefore a visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. (B)(4).